Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d01013 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized the same day for the event. The cause of peritonitis was unknown. Seventeen days later, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving. The pt was reported to be recovering slowly. Dianeal therapies were ongoing. This is report 5 of 6 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).